Event description:
Customer was hospitalized due to dka. Customer experienced vomiting and dehydration prior to hospitalization. Troubleshooting was performed and pump passed all required tests. Md did not feel comfortable putting customer back on the pump and asked to have it replaced.

Manufacturer narrative:
A complete analysis and testing of the pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.